Event description:
It was reported that suture placement with proglide devices were attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, an attempt was made to deploy the foot; however, the lever could not be lifted although some force was applied. A second proglide device was successfully placed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device; however, not established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The arteriotomy closure was attempted in a moderately calcified and moderately tortuous common femoral artery using the preclose technique. The arteriotomy was smaller sheath (size unknown) and during the tavi procedure the sheath was upsized to 16f. A second and third proglide device were successfully placed using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery and a 4fr venous sheath was used next to the arterial sheath. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site or patients with ipsilateral femoral venous sheath during the catheterization procedure. Evaluation summary: the device was returned for analysis. The reported failure to deploy the foot was not confirmed. During the device analysis, the foot was fully deployed and completely retracted via opening and closing the lever without any observable resistance. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.